Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was due to the patient having made a mistake. The patient was not hospitalized. On (B)(6) 2011, the patient began remedial treatment with targocid (400mg daily IV) and tazact (4.5gm twice daily IV). The event of peritonitis was resolving. It was unknown if the event of patient made a mistake had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with targocid and tazact. Concomitant medications were not reported. The nurse felt the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. A causality statement was not reported for the event of patient made a mistake.